Event description:
Report received of a patient receiving too much medication over too short a time period. The patient was receiving pain management therapy with morphine sulfate. The customer contact could not recall the concentration of the medication or pump settings. It was reported that the patient received too much medication in too short a period of time. According to the customer contact, they did not know if the pump was over-delivered or if the patient was tampering with the device. The patient was reported to be "manipulative". The patient was receiving pain management in the hospital against medical advice at a later date. There was no reported adverse event with the patient. No medical interventions were required for the patient. The customer contact could recall no other details of the reported event.